Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: it broke while trying to put the cap over the needle, after drawing blood. So that is during use, when the needle was already contaminated. From one box two needles showed a problem with the safety cap, ons went down after a hard push the second one the cap came of (broke) they opened a new box and saw the same problem. Not mentioned how many needles showed this problem in total.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: it broke while trying to put the cap over the needle, after drawing blood. So that is during use, when the needle was already contaminated. From one box two needles showed a problem with the safety cap, ons went down after a hard push the second one the cap came of (broke) they opened a new box and saw the same problem. Not mentioned how many needles showed this problem in total.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for defective locking mechanism was observed. Additionally, 20 retention samples from bd inventory were evaluated by functional shield testing and the issue of defective locking mechanism was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.